Event description:
Reported due to device being stuck in the artery, guide break and surgical intervention. Physician attempted arteriotomy closure of the right femoral artery with the perclose a-t (the closure ak) after a diagonstic procedure. Fluoroscopy was done prior to procedure and condition of the vessel was unknown. Reportedly the device was "inserted without problems." The clinician "opened the foot, pulled back the device and felt some resistance, deployed the needles with still having pulsatile blood flow by the marker lumen." Difficulty removing the device was experienced and then reportedly, "it got stuck in the artery." The pt was taken to surgery for device removal. The femoral artery was opened and observed to be "very calcified." The device was removed in its entirety, nothing remained in the pt. The pt's condition was reported as "ok" after surgery. Pt discharge information is unknown. Although requested, additional information was not available.